Event description:
It was reported the patient experiences discomfort and pain at the ipg site whether stimulation is on or off. The patient also experienced pain and discomfort at the ipg site that radiated to her groin area. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.